Manufacturer narrative:
Spacelabs is waiting to receive the incident power cord to start our investigation. No one has been injured as a result of this alleged malfunction. We will provide a supplemental report once our investigation is complete.

Event description:
Spacelabs received a report from (B)(6) hospital, (B)(6) regarding a spacelabs electrocardiograph machine model 98400-sl12. When the user attempted to remove the ac mains plug of the machine from the wall outlet, the plug's top cover came off of leaving the mains terminals exposed.